Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information on (B)(4) 2015 via implant patient registry that a patient was to receive a valve-in-valve procedure on the original device, 29mm bioprosthetic valve. It was reported that the transesophageal echocardiogram (tee) revealed moderate to severe aortic insufficiency with peak gradient of 50mmhg. Another 29mm bioprosthetic valve was implanted in the aortic position using valve-in-valve procedure on (B)(6) 2015. The implant duration of the original device at the time of the procedure was approximately thirteen (13) years. After the procedure, it was reported that patient's tee revealed no central aortic insufficiency or perivalvular leak. Patient was hemodynamically stable and transferred to cardiovascular intensive care unit.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, no information was made available regarding the condition of the device at time of the valve-in-valve procedure and there are no known patient contributing factors. Without additional information from the health care provider or return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.